Event description:
Nxstage cvvh filter with "high leak alarm," upon assessment there was therapy fluid leaking from inside the machine from the filter. Blood unable to be returned. Inside of machine was wet, requiring new machine to be acquired. Patient needed 1 unit prbc transfused.